Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle cup screwdriver would not lock in place to put cup screws in.

Manufacturer narrative:
Examination of the returned instrument confirms the report. The device is over 15 years into service and the root cause is attributed to wear out from extended, normal use. A search of the complaints databases identified other reports with similar findings of wear out and/or misuse. Product problem has not been identified and corrective action has not been indicated due to the age of the device and root cause finding of wear out. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.